Event description:
An amphirion deep pta balloon catheter was used for pre-dilation. During the surgery, the balloon was inflated to 5 bar when it burst. The burst was reported to be circumferential. A rapid pressure drop was noted. The device was inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
Results: (based on the information provided no root cause can be determined). (B)(4).